Event description:
Event description guidant received information that the rate/sense portion of this implantable transvenous defibrillation lead was surgically abandoned due to high impedance and elevated pacing threshold measurements.

Manufacturer narrative:
Another guidant rate/sense lead was successfully implanted. No adverse patient effects were reported. The pace/sense portion of the defibrillation lead was surgically capped. Upon receipt at guidant's reliability assurance laboratory, the device was thoroughly inspected and analyzed. There was no evidence of arcing damage in the header of the device. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Boston scientific received information that this rv defibrillation lead was explanted in (B)(6) 2016. There were no allegations against the lead as reported by the local representative. This rv defibrillation lead was discarded by the hospital staff and will not be returned to boston scientific.

Event description:
Guidant received information in august 2005 that the rate/sense portion of this implantable transvenous defibrillation lead was surgically abandoned due to high impedance and elevated pacing threshold measurements. Guidant received additional information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model device.